Event description:
Patient received extensive burns of the vagina, introitus and labis as a result of a hysteroscopy and hydrothermal ablation with the hydro thermablator. During the procedure the manufacturer's representative was present. Initially six minutes into the ablation cycle leakage of heated ns was noted by surgeon. At the same time the level in the fluid level reservoir is noted to be dropping. The ablation unit locked down at that time. The surgeon placed an additional tenaculum on the cervix and placed additional sponges in the vaginal fornix. The cycle was resumed at that time. At approx eight minutes into the cycle more fluid came back through the os and the surgeon stopped the procedure.